Event description:
Loss of osseointegration, smoker, periodontal disease, infection, mobility. Implantation and sinus lift, reopening - healing cap exchanged for gingiva former, after 3 weeks impression coping implant was loose